Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation before reaching to the nominal bar, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
A2- age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation before reaching to the nominal bar, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and mildly calcified. The balloon ruptured during the second inflation and was completely removed.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation before reaching to the nominal bar, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 90% stenosed and was moderately tortuous and mildly calcified. The balloon ruptured during second inflation and the device was completely removed.

Manufacturer narrative:
A2- age at time of event: 18 years or older. Device evaluated by MFR. : a mustang device batch 27936863, 20atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified. From the complete circumferential tear the balloon was also torn longitudinally for approximately 47mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.